Event description:
Emergency medical technicians responded to a person, condition unknown. The patient was connected to the device for ECG monitoring, but according to the reporter displayed excessive artifact and could not be used. A back-up monitor was called for and used while the patient was transported to the hospital. No adverse affects were reported as a result of the alleged malfunction.